Event description:
On 02/26/2008 a company representative reported that while she was conducting training on the infusion device the plunger of the insulin cartridge became stuck to the piston rod of the infusion device and saline spilled into the cartridge compartment. She was instructed how to remove the plunger from the piston rod and she was advised to allow the infusion device to air dry. Upon follow up in the next day, the company representative stated that she allowed the infusion device to dry over night and she was able to retract and extend the piston rod. She was driving at the time of the report and was not able to verify the serial number of the infusion device. The infusion device is used for demonstration purposes and was not connected to a patient. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.